Manufacturer narrative:
H3: one product was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The customer problem wasn't duplicated, however further investigation found a detached downstream occlusion (dso) seal. The dso seal was replaced. The device will be returned to the customer after the repairs.

Event description:
The customer returned the product for an issue with the bolus connector and alarms, during device analysis, a detached downstream occlusion (dso) seal was found. There was no patient involvement.